Event description:
Pt reported 2 recent hospitalizations -(B)(6) 2018 and (B)(6) 2018 for liver issues. Therapy start date: (B)(6) 2016. Diagnosis or reason for use: osteoarthritis of knee. Dose or amount: 48 mg milligram(s).